Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals prematurely deployed. While the nurse was unlocking the first heartstring device, she found the device extremely sensitive. She stated that she did not touch the plunger; however, while unlocking the lock, the seal prematurely deployed. She then attempted and prepped a second device and same problem occurred when unlocking. The procedure was completed using side biter clamp. Hospital did not report any patient effects as a result. This report is for the second device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.